Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
UDI and mfg date were unavailable at the time of this report. A medtronic representative went to the site to test the equipment. Event logs revealed that the voltage had dropped when the error was displayed on the pendent. Motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. This part was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pendant showed a critical battery error that stated to charge the system immediately. Site was able to use the system for the case without any issue. There was no patient impact reported and a delay to surgery of less then one hour.